Manufacturer narrative:
No malfunctioned device was returned to us (the manufacturer), and no x-ray image of the implanted malfunctioned device was provided to us (the manufacturer).

Event description:
The patient complained of pain. The complaint mentioned that an x-ray image showed the frame (also known as the nitinol ring) of the mesh of the hernia repair device, rebound hrd, was broken, that the ring was partially withdrawn in the aim to decrease the pain., and that the breakage did not happen at the weld of the ring.